Manufacturer narrative:
The subject device has been returned to olympus for evaluation and investigation. In addition to the reportable malfunction mentioned in b5, it was observed, the connecting tube of the insertion tube had a scratch, and the connecting tube and connector were corroded. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. It was also noted that the communication errors e216 and b30 were due to conduction failure caused by fluid invasion on the scope connector. However, the root causes could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii bronchovideoscope had leakage. Upon inspection of the customer¿s returned device it was observed, the plastic distal end cover (c-cover) was burnt, and communication error e216 and b30 were noted. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.